Event description:
Received information regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has not yet been received for evaluation. If the device is ultimately received a supplemental form will be completed.